Event description:
As reported by the user facility: whole bag of 100 units per 100 mls infused within 1 hr.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.